Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that far-field r-wave oversensing was noted on this patient's pacemaker. It was noted that this patient paces primarily in the atrium. The clinician also reported a previous episode of noise that appeared to be due to electromagnetic interference (emi). Boston scientific technical services (ts) provided the clinician with troubleshooting advice. No adverse patient effects were reported. This right atrial (ra) lead, along with the rest of the patient's implanted system, remains in service.